Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The root cause for the issue of no image and worn connector could not be identified. The probable causes are shown below: seven years or more have passed since the subject device was manufactured. Malfunction due to age deterioration of the devices on the dp board or some impact due to flood might have led to the event that the subject device failed to display the endoscopic images while the 190 series endoscope was connected. Seven years and more have passed since the subject device was manufactured. The repeated use of the device for a long time might have caused a wearing of the connector, or the user might have withdrawn the video connector without pushing the locking lever down, causing the malfunction in the locking part of the scope connector. That could have resulted in looseness of the connection. The instructions for use includes the following statements: push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. Push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. Push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. When a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. When an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder.

Manufacturer narrative:
Due diligence has been performed for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. Upon inspection and testing, it was observed that the device had no image with 190 series scopes. This is attributed to the damaged dp board. The device also had a worn connector.

Event description:
The device was sent in for inspection of possible water damage due to a flood. There is no reported harm or adverse impact to the patient.